Event description:
It was reported that during a lap appendectomy, the device stapled and cut, but would not open. The device had to be pried off the tissue. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary - the analysis results found that the device was received in good visual condition, with a reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties noted. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.